Event description:
The patient contacted lfs alleging that the one touch ultra meter was set to the wrong unit of measurement. The patient went to the hospital when he or she noticed the results in the mmol/l setting. No treatment was received. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative confirmed that the meter was previously set in the correct unti of measurment and that he or she had not recently changed the unit of measurment in the meter settings. Based on the informatiion supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter, test strips, and control solution were replaced.